Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space, device was not detected. Customer reported a remote manager door failure. A field service engineer (fse) performed troubleshooting and found no adverse points. The lock was properly aligned. It was observed that the failure occurred when the door was not locked correctly. Coordinated with the customer to provide primary training on proper usage of the remote manager system. Customer checked remote manager multiple times, all was good. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary remote manager attached to fridge was failed to open. The latch seemed to be stuck in semi open position, failed to release or lock on prompt. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.